Event description:
A male pt reported experiencing an ocular discharge, redness, and itching after using multi-purpose solution. In follow-up with the pt's treating physicians a diagnosis of keratitis with allergic conjunctivitis was noted. The pt was treated with tobramycin. The condition resolved. The drs did not know the etiology of the condition, noting it could have been a contact lens induced conjunctivitis. Treatment was given to preclude a permanent injury. Co is attempting to obtain the complaint unit for eval. Retain testing has been requested.